Event description:
It was reported a zero ml reservoir volume alarm was heard and confirmed by telemetry. The alarm occurred on (B)(6) 2014. The patient was diagnosed with lung cancer and only had a couple of months to live (3 month prognosis, had lived over a year past). So the patient let the pump run out (treatment did not allow the patient to utilize the pump). The patient survived the cancer and now wanted the pump to be refilled. The patient had experienced a return of pain. The patient had been managed on oral opioids. There was no pump replacement scheduled at this time. The patient would not be using the pump and it will remain intact. The patient recovered without sequela. The pump was previously used to deliver hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n286615, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.(B)(4).